Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. Based upon the reported information, omsc surmised that the reported phenomenon was attributed to the life of the lamp installed in the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the unspecified timing, it was found that the lamp of the subject device did not light up. Then, it was also found that the lamp had been used for a long time and burned out, and the lamp had to be replaced. There was no report on when this event occurred, and there was no report of patient injury associated with this event.